Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a clinical study. Current pump logs were received and provide the drugs that were in the pump at the time of the event. It was reported that the patient was receiving prialt (10 mcg/ml at 4.425 mcg/day), clonidine (330.0 mcg/ml at 140.09 mcg/day, morphine (9.0 mg/ml at 3.8207 mg/day). No further complications were reported and/or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare provider (hcp) via a clinical study indicated the cause of the pump inversion was not determined. The patient's weight was not measured. No further complications were reported/anticipated.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving prialt (10 mcg/ml at 4.247 mcg/day), clonidine (375.0 mcg/ml at 159.25 mcg/day), and morphine (9.0 mg/ml at 3.8220 mg/day) via an implantable infusion pump. The indication for use was noted as non-malignant pain and other chronic/intract pain (trunck/limbs) it was reported the patient's pump was mobile in the pocket and was flipping in the right lower quadrant on (B)(6) 2017. It was indicated the event was related to the device or therapy and possibly related to the implant procedure. The device diagnosis was pump inversion. No action was taken and the issue was noted as ongoing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a clinical study on 2018-apr-14. It was reported that additional diagnostics included an x-ray of the lumbar thoracic junction on (B)(6) 2017. Interventions included a "facial pair" of the pump and a right trigeminal ganglion block on (B)(6) 2017, and the event was resolved without sequelae on that date. The event resulted in an unscheduled clinic or office visit.